Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the whole drawer pocket was failed. A field service engineer removed the back panel and inspected all electrical and circuit components. Reseated all connections, cleared an obstruction, and performed a 15-minute power cycle and rebooted to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the entire drawer had failed and all pockets were undetected. The machine did not recognize the drawer opening, and the storage space configuration screen showed no pockets for that drawer. None of the pockets were able to recover. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.